Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion) and reoperation. As date of the disease progression is unknown, the reintervention date (B)(6) 2019 will be used as an event date.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment using two gore® tag® thoracic endoprostheses by frozen elephant trunk technique for descending aortic aneurysm. During the procedure, it was noted a slight type iii endoleak. The physician chose to monitor the endoleak. The patient tolerated the procedure. On an unknown date, a follow-up examination revealed the disease progression into the distal side. The distal side of the device became aneurysmal. According to the information provided, it was a natural disease progression that was beyond the device's control. On (B)(6) 2019, the patient underwent reintervention to treat the disease progression. A gore® tag® conformable thoracic stent graft with active control system was deployed to extend the device distally. As an accompanying of the procedure of device deployment, a coil embolization in the aneurysm sac was performed. The patient tolerated the procedure.